Event description:
It was reported that prior to a gastric bypass procedure, got instrument error. They unhooked and reconnected and still got the same error message. Got a new one to complete the procedure. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 / solid tone was noted. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."